Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported receiving battery and booklet icon messages on her unlocked freestyle meter. These messages are an indication the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.